Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the valve manifold was sticking. Additional malfunctions include the sieve bed hose was leaking, the heat exchanger was leaking, and the clamp was leaking.